Event description:
Pressure was set at 60 and when dropped to 40, pump stopped working. Surgeon aborted arthroscopy and switched to open procedure to complete case. No significant delay reported. Patient condition was stable at recovery. This device is used for treatment.